Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation: a review of documentation including the complaint history, device history record and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be conducted. However, the distributer provided photos of the complaint device. The photos showed unopened packaging that housed an unidentifiable particle. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls are in place to detect this failure mode prior to release. The risks of this device are acceptable when weighed against the benefits. A review of the device history record for lot 9592947 showed no nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints reported for this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use product if there is doubt as to whether the product is sterile.¿ based on the information provided, no returned product and the results of our investigation, it was concluded that the cause can be traced to manufacturing and a quality control deficiency. It is likely that the quality control step to check for foreign matter was not fully performed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was inspected prior to use. An unidentified particle was observed inside the sealed, primary packaging. No other adverse effects were reported for this incident.